Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia ablation with a qdot micro catheter and the patient experienced a cardiac perforation that required surgical intervention. It was reported that the patient suffered a pericardial effusion with perforation of the left ventricle. During ablation out towards the apex, the qdot catheter kind of "flipped over". The medical team did not see any high forces, did not meet any resistance, and the qdot catheter looked like it was a little outside the shell. There was signal and they were able to ablate the area and terminate the tachycardia. But upon looking at sound, the team realized that the qdot was outside the endocardium. The qdot catheter was then pulled back and the patient developed a 1 cm effusion around the part of the left ventricle and right ventricle. A pericardiocentesis was not performed but the patient was monitored for about an hour and was then transferred to the ICU (intensive care unit). It was then reported that the patient required surgery to drain the effusion and patient was stable post surgery. Patient required extended hospitalization due to surgery to stabilize. The physician's opinion on the cause of the adverse event was patient anatomical issue. Act (activated clotting time) was >300 at the time that the perforation was noticed. The act range during the procedure was 300-375. Total number of ablations performed with rf (radiofrequency) was 28, all were outside of the pulmonary veins.

Manufacturer narrative:
Per internal review on 2-mar-2026, it was identified that there were multiple h6 codes that were mistakenly omitted. Form changes: h6 health effect - clinical code of "cardiac tamponade" e0605 does not apply. H6 health effect - clinical code of "cardiac perforation" e0604 has been added. H6 health effect - impact code "hospitalization or prolonged hospitalization" (f08) and "surgical intervention" (f19) were added. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31765244l and no internal actions related to the complaint were found during the review. On 7-mar-2026, the product investigation was completed as the complaint device had been discarded. Device investigation details: as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).